Manufacturer narrative:
Covidien reference number (B)(4). The customer reported to have inspected the device, performed extended self tests (est) and resolved the issue. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, an 840 ventilator generated an inoperative diagnostic message. The ventilator was not in use on a patient at the time of the reported event.